Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their device was off/disabled and no longer providing therapy. End of service (eos) was noted. They said they saw a "call your doctor" screen with xxx not eos. They could not feel stimulation and had a return of symptoms. It was unknown if there was an allegation/dissatisfaction with the longevity of the device. The patient said that "sometime ago" their symptoms returned but they saw the message on the programmer on the day of the report. The patient would follow up with their hcp. On (B)(6) 2016, follow up from the patient reported the healthcare provider (hcp) reviewed all the necessary steps to set the device and turn it on and off. The patient noted they had forgotten how it worked and the issues were resolved. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.